Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 18, 2024, to april 19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leakage at the admin port was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (reported as "less than 12") of exactamix 500 ml eva tpn bags leaked at the middle ports. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.